Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, since installation on the patient, this volumeview kit presented an abnormal performance and could not be calibrated. Upon testing on next day, it was found that the system did not detect the cold saline bolus via the venous line. After removal of the sensor from the venous line, it was observed that it was dirty and slightly greenish. The residue was cleaned and removed with cotton; however, the issue persisted. There was no allegation of patient injury. The device was available for evaluation; however, it has not been returned yet.